Event description:
It was reported that a large volume infusor's bordeaux colored cap popped off when the device was being filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. Visual inspection revealed that the red coil cap had separated from the housing. Further visual inspection revealed that the upper area of the device¿s housing was malformed. The cause of the malformed housing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.